Event description:
Plaintiff representative reported "plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: removal of implants due to fear of alcl, to reduce risk of alcl, and due to symptoms consistent with alcl and fear of alcl: mental anguish and fear of alcl, increased risk of alcl, evaluation for alcl, significant scarring, disfigurement, tissue damage, removal of implants, capsulectomy, chronic inflammation, revision, reconstruction, swelling, pain, rashes, itching, contracture, asymmetry, depression, anxiety, panic disorder, posttraumatic stress, chronic insomnia, significant weight loss and gain, ulcer symptoms of ibs, chronic headache, diarrhea/vomiting/nausea; post-operative complication including infection; aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing. Events of ¿chronic insomnia, significant weight loss and gain, ulcer symptoms of ibs, aggravation of underlying conditions; and other physical and emotional manifestations that are severe and ongoing,¿ headache and nausea are not related to the device. At this time it is unclear if plaintiff was enrolled in any of defendant¿s clinical trials or studies. Plaintiff has not been diagnosed with bia-alcl." This record is for the right side. The device has been explanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: infection and capsular contracture.